Event description:
It was reported that during percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The target lesion was located in an unspecified lesion. A 2.00 mm x 15 mm emerge mr balloon catheter was then advanced to the lesion and upon inflation to 6 atms, the balloon ruptured. The device was successfully removed from the patient. The procedure was completed with no patient complications and the patient's current condition is okay.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).